Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204, damaged connector) has been confirmed. Upon investigation the monitor was unable to communicate with a monitor. The cause for the failure was isolated to a damaged trunk cable connector. The connector was cracked, and the green (+3.3v) and white pulse wires were open in the connector. The root cause for the open wires could not be positively identified but was likely excessive force. No adverse event resulted from the open wires. The patient received a replacement electrode belt.

Event description:
A (B)(6) male patient called zoll customer support to report that he was receiving a service code 204 and his electrode belt connector was broken. The patient was issued a replacement electrode belt.